Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator circuit fuse and fuse holder were evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was reduced to a single line effectively eliminating the ability to view a usable image. No pt death or injury was reported related to this event.